Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cardiere forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Visual inspection revealed the 8mm cardiere forceps was found to have a broken grip at the grip base. A piece approximately 0.123 x 0.622¿ was found to be broken off at the yaw pulley. The broken fragment was not returned with the device. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .042¿ - .095 in length and were not aligned with the tube axis.

Event description:
It was reported that prior to a da vinci assisted procedure, the cadiere forceps had a missing jaw. The procedure was completed and there was no patient injury.